Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a female patient underwent a procedure on (B)(6) 2014. Access was obtained in the left groin above the femoral head. According to the scrub assistant, the physician had a clean, one stick access. The physician performed the diagnostic procedure with a 4f sheath. After the angiogram, the patient had an sfa lesion which the physician then exchanged the 4f short sheath to a long 6f sheath to start the intervention. The physician completed the intervention and then called the sales representative in the room. The physician took an angio which showed a "little" calcification. The physician proceeded to close the access site with a mynx ace 6f/7f vascular closure device. The groin was free of a hematoma and no pain was reported by the patient. According to the technician, several hours later the patient was transferred to the ICU of another hospital because the patient had a "small" bleed. The patient was taken to the lab for a covered stent.